Event description:
It was reported to tyco/healthcare/kendall on 10/01 by a company. Subsequently, kendall healthcare 6 days later received three voluntary medwatch forms from the user facility outlining detals of alleged product malfunction.